Event description:
Information received a smiths medical intubation/portex endotracheal tubes was involved in a event with nasal intubation when the bladder was found to leak, event though checked twice. No patient adverse events reported.